Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited over-sensing of noise, resulting in an inappropriate shock. The physician advised that the noise is seen with minimal body movements. A request was made to have data from this device analyzed. Data analysis identified inappropriate shock in the secondary vector with amplitude changes, the primary is also not a suitable vector, at 1x gain there was under-sensing at rest and at movement and at 2x gain there was oversensing of the t-wave when moving. Rhythmcare recommended replacement of the system in the near future. The device remains implanted. No additional adverse patients were reported. New information was received indicating that this sicd device system was surgically explanted. Several attempts were made to obtain the location of this explanted device and the model/serial of the electrode. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited over-sensing of noise, resulting in an inappropriate shock. The physician advised that the noise is seen with minimal body movements. A request was made to have data from this device analyzed. Data analysis identified inappropriate shock in the secondary vector with amplitude changes, the primary is also not a suitable vector, at 1x gain there was under-sensing at rest and at movement and at 2x gain there was oversensing of the t-wave when moving. Rhythmcare recommended replacement of the system in the near future. The device remains implanted. No additional adverse patients were reported. New information was received indicating that this sicd device system was surgically explanted. This explanted device was discarded. A new tachy system was implanted.

Manufacturer narrative:
This report is being submitted to update d6a (implant date), h1 (type of reportable event), h2 ( follow-up), h8 (additional MFR narrative).

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), h1 (type of reportable event), h2 ( follow-up), h8 (additional MFR narrative).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited over-sensing of noise, resulting in an inappropriate shock. The physician advised that the noise is seen with minimal body movements. A request was made to have data from this device analyzed. Data analysis identified inappropriate shock in the secondary vector with amplitude changes, the primary is also not a suitable vector, at 1x gain there was under-sensing at rest and at movement and at 2x gain there was oversensing of the t-wave when moving. Rhythmcare recommended replacement of the system in the near future. The device remains implanted. No additional adverse patients were reported. New information was received indicating that this sicd device system was surgically explanted. This explanted device was discarded. A new tachy system was implanted.